Event description:
ICD malfunction. S/p ICD replacement in 2000. Device implanted at that time on safety alert and now has inappropriate shocks. Admitted to hospital to have ICD replacement-may need to implant transvenous device.